Manufacturer narrative:
Email - (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings on anterior side assessed, as surgical damage. And one opening on plug strap bond edge side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: crease fold is observed, wear abrasion is observed, white particles in shell are observed.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g2, h3, h6.

Event description:
The device has been explanted and replaced.